Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro creatinine module erroneously generated 1 high patient result. The results was reported out of the lab and was questioned. The sample was rerun and the report was amended. There were no system issues noted and calibration and quality controls were acceptable. There was no adverse effect to the patient or change to treatment or diagnosis based on the erroneous result. Field service engineer (fse) inspected the instrument and replaced the creatinine module and the modular chemistry sample probe. This resolved the issue and no further problems were reported.